Event description:
It was reported that bivona tracheostomy tube failed to inflate. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: pictures: one (1) picture was attached. Results: the original tray from p/n 67pfss40 l/n 4005610 was observed. The failure mode reported could not be confirmed since no product was returned to perform inspection or testing and per pictures received the defect is unclear. Other analysis: no other analysis was required. Mitigation: based on rmd-10001943.100 "fmea for bivona tracheostomy tubes", the process controls for failure mode asymmetrical cuffs are: occurrence: tts cuffs are cut using a cuff chopper fixture and following the procedure mp bivona tt-tj110.113 "flextend tts tracheostomy tube assembly". Detection: production personnel performs a 100% cuff symmetry test. Quality inspectors takes a representative sample of the lot and performs air cuff symmetry test. Root cause: no root cause could be determined since the complaint was not confirmed due to the fact that no samples were received to perform inspection or testing and per picture received the defect is unclear. Action taken: no actions taken were performed since the complaint was not confirmed

Event description:
Sme signed off. No product was returned. Summary from sme below.